Event description:
The hcp reported that a granuloma was found during catheter revision surgery. The pt had been experiencing weakness and paralysis bilaterally in legs for approx 6 weeks. The pt was receiving lioresal via the drug delivery system. A new catheter was implanted and the "patient is doing fine".